Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe and the infusion stopped working during a surgery. The pack was replaced. The procedure was completed without harm to the patient. A product sample and additional information was requested. No updates have been received at this time.

Manufacturer narrative:
A probe sample was not returned for evaluation. The final product lot was identified. A device history record review for the product lot was conducted. The product was released based on the product¿s acceptance criteria. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. For the vitreous pack the lot complaint history was reviewed. The device history record review shows that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
A probe sample was returned for evaluation. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and was deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The root cause for the complaint issue cannot be determined from this evaluation, because the probe met specification. A cassette and tubing was retuned for evaluation. A device history record review of the reported lot showed the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, additional information was received; the reporter informed that the probe cutting had stop and there was no aspiration present.

Manufacturer narrative:
A probe sample was returned for evaluation. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and was deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The root cause for the complaint issue cannot be determined from this evaluation, because the probe met specification. A cassette and tubing was retuned for evaluation. A device history record review of the reported lot showed the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).